Event description:
It was reported that when repositioning an implantable neurostimulator due to a too tight pocket the doctor noticed the silicone coverage of the screws was gone. The screws were stripped. It was noted that one "could look straight onto the metal screw and plate." The device was replaced, because there was a fear of current leakage. Besides the chest pain due to the tight pocket, the patient had no other symptoms related to this event.

Manufacturer narrative:
Product ID (B)(4), product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the ins setscrew grommet was missing. There was no evidence of adhesion of the grommet to the connector module. The connector module had been through a siloxane treatment evidenced by the fact that the access hole adhesive was adhered in most locations to the connector module. There were some small areas where the access hole adhesive did not appear to have good adhesion, indicating a cleaning issue.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).